Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 600 mg/dl. The customer stated that cannot use any of the buttons reliably. The customer does not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had intermittent button response due to flattened all the buttons dome switch. Unit was received with missing address/serial number label, missing end cap sticker, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.